Event description:
It was reported that during cardiopulmonary bypass (cpb) procedure, the arterial pump stopped and displayed a 'service pump' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Event description:
Additional information was received that the surgical procedure was completed successfully. As mitigation, the roller pump was restarted. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical and visual testing and could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.